Event description:
It was reported the patient presented for a device upgrade. During interrogation, it was discovered the atrial lead exhibited low p-wave amplitude sensing. Fluoroscopy showed the atrial lead had dislodged. The atrial lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.

Event description:
New information noted the atrial lead exhibited a failure to sense atrial activity.

Manufacturer narrative:
The reported events of lead dislodgement and failure to sense were not confirmed. A complete lead was returned in one piece for analysis. Electrical and helix analysis were normal with no anomalies found.